Event description:
It was reported that in the radiology department, the user found that the orange tab from the peel-away snapped off of the sheath while it was being removed from the patient's left basilic acf vein. Asa result, the user was able to tear the sheath by pulling the catheter away from the sheath. There was no delay, death, or complications reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).